Manufacturer narrative:
It was reported that an eds fp extension arm detached from a dual 5p/fp suspension system. The arm has a manufacturing error on the extension arm where it connects to the ceiling down tube hub. At the location where the ceiling down tube hub connects to the rectangular extrusion, 4 screws and a bonding agent is required per specification. On the affected unit all 4 screws were missing and only the bonding agent was present. Additionally, there is potential for the system to have been overloaded (by handing extra non-stryker medical equipment from the monitor mount) or to have experienced abusive use (impacts, etc). There was no patient involvement, injury, or adverse consequence reported.

Event description:
It was reported that a cvor 3 monitor arm was loose from suspension. A stryker field service technician (sfst) was dispatched to for investigation. He noted the arm was found on the floor with no outside collision involved. There was no patient involvement, injury, or adverse consequence reported.